Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient was hospitalized with an altered mental status and an MRI was being performed to rule out a cerebrovascular accident. This issue was considered a gradual change in therapy/symptoms. The MRI was not due to a problem with the medtronic device or therapy. No further complications were reported.